Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager was unable to duplicate the reported problem. A successful system verification was performed to specs. A review of the log file for the date of this patient's surgery indicated the system's energy detection and reaction performed as intended. The laser's voltage demand during the case prompted a decrease in pulse energy by a factor that was outside the preset energy table. Actual voltage values at the beginning and end of a procedure were well within safe specified limits. Because the decreased pulse energy demand surpassed the preset limit, a secondary energy error was received, after which the laser could not proceed. Based upon review of all system functions, during this case, the laser delivered pulses within specified safe limits that corresponded with acceptable voltage readings. No clinical records were provided, so a full clinical evaluation was not possible. Conclusion: based on the results of the investigation, a definitive root cause could not be identified. (B) (4)

Event description:
Adverse event: [1]: undercorrection. [2] incomplete treatment. Malfunction: [1] low energy error. A laser technician reports a refractive procedure was interrupted at 14% due to a low energy error. The laser technician called tech support and was advised to perform an energy check and the system message cleared with no problems. However, the interrupted procedure could not be completed because the surgery in progress was aborted. During a follow-up call with the surgeon, the surgeon stated the procedure will be completed once the patient's eye is stable. The surgeon indicated the patient was not harmed or injured by this event.